Event description:
Boston scientific received information that the right ventricular (rv) lead and defibrillator exhibited high out of range shock impedance measurements. An x-ray was taken which yielded inconclusive results. Subsequently a revision procedure was performed where the rv lead was surgically abandoned and the device was explanted.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.